Event description:
Nidek learned of the following event: during cataract surgery, while using phaco-handpiece, small pieces of metal observed floating in front of iris. The surgeon irrigated pieces out of wound and eye. Phaco handpiece immediately removed from service.

Event description:
Nidek learned of the following event from cdrh mw 1023580. During cataract surgery, while using phaco-handpiece, small pieces of metal observed floating in front of iris. The surgeon irrigated pieces out of wound and eye. Phaco handpiece immediately removed from svc.